Manufacturer narrative:
The software investigation determined that they were unable to determine the probable cause of the case. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that every time an instrument was brought into the field all 4 views would show lines in them like there was disruption with the monitor or it was trying to slave out. The manufacturer representative had the site reboot the system and re-register the patient and the issue persisted in one pane (3d view) and was fixed in axial, sagittal and coronal views. The health care professional chose to continue with the procedure. There was less than an hour delay in the procedure. No impact on patient outcome.